Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. The field service engineer (fse) evaluated the device at the customer site. There was no problem found. The ventilator functioned as intended.

Event description:
There are a number of data that the v60 with version 2.30 does not transfer via the hl7 (in combination with the ventilator was in clinical use at the time of the event occurred. No patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 20jun2019. Date received by manufacturer: 11feb2019. The software was updated from 2.10 to 3.00. The fse also recommended the replacement of the battery due to age during the visit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.